Event description:
A complaint of ineffective therapy was received. The patient had kyphosis and only one lead was able to be placed due to this. The therapy has been ineffective with only one lead and the decision was made to explant the system.